Manufacturer narrative:
Device not returned, followed up with company representative.

Event description:
It was reported that a patient underwent a two level x-stop procedure. Subsequently, the devices were removed and a multi-level fusion was performed. It was noted that the devices performed as intended, however, symptoms of lss returned. Reportedly, the procedure was completed successfully, and the patient's current status is "good." No additional information was reported.